Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that ranged between 500-600 mg/dl and went to the ER; cause was unknown. Customer received two bags of fluids to address bg level. Customer's bg level was 200 mg/dl upon leaving the ER.